Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('half of one of her coils is missing') and device dislocation ('coils is missing') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "the other coil is in the shape of a ball". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : device physical property issue, device breakage and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('half of one of her coils is missing') and device dislocation ('coils is missing') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "the other coil is in the shape of a ball". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported from social media : device physical property issue, device breakage and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.